Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A tprlc 133 t1 pps ho 14x148mm, part # 51-104140 from lot 7155690, was returned and evaluated against the complaint. Visual inspection observed the coating on each side of the stem to be thin near the shoulder. No signs of damage, scratching, or scuffing were observed. No signs of porous coating material were observed inside the decontamination bag. Complaint is confirmed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during the initial surgery, the stem was unable to be placed due to the porous coating coming off the proximal part. The procedure was completed with the same size stem without any issue. There is no additional information available at the time of this report.